Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system was advanced and flexed without panning and visual on the aortic arch. The system ¿knotted¿ in the arch and the patient experienced severe chest pain, drop in blood pressure and bradycardia. The ¿knot¿ was removed and the system was noted to be kinked. The devices were removed and tte noted severe aortic insufficiency (ai). A second delivery system and valve were used and the valve was successfully implanted. The patient was never free of severe chest pain nor adequately recovered blood pressure. The patient was intubated and a tee probe was dropped. A significant dissection was noted in the arch, the left subclavian and near the sinotubular junction (stj). A large hematoma was noted at the level of the arch and a vascular surgeon was called. Intra-aortic balloon pump (iabp) was placed with no hemodynamic benefit. CPR was initiated. The iabp was removed and impella was placed. Patient received 6 units of blood, 2 units of ffb. After 62 minutes of CPR the code was called and the patient was deemed expired.

Manufacturer narrative:
Additional information was received. Section was updated. It was clarified that the ¿system knotted¿ meant that they had looped the distal end of the delivery system. This was removed by gentle forward pressure on the guide wire and slow consistent pulling back on the delivery system. The kink was noted approximately mid-shaft, but closer to the distal end than the proximal end. There was no issue with valve alignment. The event was not considered to be related to a device malfunction. The patient¿s aortic tortuosity was mild with aaa and was noted to have an aneurysmal origin of the left subclavian. The patient had circumferential aortic calcification in some areas. It was believed that the dissection of the aorta is what caused the ai of the native valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, dimensional, and functional analysis could not be performed. As a result, the presence of a manufacturing non-conformance was unable to be determined. The 3mensio image provided shows that the patient¿s vasculature had calcification and tortuosity. Per the training manual, while tracking over the aortic arch, ¿to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel¿. Additionally, it states ¿do not over flex while tracking over the aortic arch¿. Both of these actions may lead to bending of the flex catheter when advancing the device. Although a definitive root cause is unable to be determined, it is possible that patient factors (tortuosity and calcification) and procedural factors (device manipulation) may have contributed to the device kink. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The 26mm delivery system flex tip outer diameter is inspected and accepted if fully seated. The flex shaft is 100% visually inspected for the following: flex shaft is smooth with no mechanical damage or sharp/rough edges; any exposed metal on neck down section; any exposed or visible braid on braided section; rejects exposed metal on stent. During final inspection, 100% distal to proximal visual inspection is performed for the following: device mechanical damage (e.g. Kinks, breaks, cuts); inspect flex tip to flex shaft bond; inspect flex shaft for kinks, bends, cracks, or deep scratches in the stent area that expose the braid. Additionally, the work order underwent product verification testing as a requirement for lot release. Samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the commander was visually inspected for kinks. The samples were inserted into a kink fixture for a minimum of 30 seconds each. Upon removal, they were inspected for any kinks or cracks. The lot met the requirements for all inspections and test. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Review of device history record (DHR) did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Review of lot history revealed no additional complaints for delivery system ¿ kinked. A review of the complaint history revealed that the occurrence rates for the commander delivery system did not exceed the october 2018 control limits for the applicable trend category. Additionally, a review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. The cause for the ascending aortic dissection could not be confirmed. However, procedural factors (device manipulation) may have been a contributing factor. Due to the unavailability of the device or any relevant imagery, the complaint for delivery system ¿ kinked was unable to be confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint events. However, a review of DHR, lot history, complaint history, and manufacturing mitigations did not reveal any manufacturing non-conformances which could have contributed to the complaint. Although a definitive root cause is unable to be determined, it is possible that patient factors (tortuosity and calcification) and procedural factors (device manipulation) may have contributed to the device kink. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.